Event description:
Pt admitted for total hip arthroplasty and removal of pins. Pt fell approx 1 yr ago and had knowles pins put in the left hip. Pt did pretty well for a few mos then developed pain; has a couple of pins removed but continues to have problems with left thigh. X-rays of left hip show abnormal mineralization of the left femoral head with degereration consistant with avascular necrosis.